Event description:
1/12/97 pt transferred from another facility, due to ICD discharge 10 times in 24 hr. 1/13/97 1/13/97. ICD checked with programmer and is malfunctioning. 1/14/97 - procedure performed to replace system. Lead fx discovered at proximal end of svc electrode. Lead cut and capped. Complete system replaced and tested.